Event description:
The customer observed falsely elevated results while using the architect ca19-9xr assay. On (B)(6) 2012, an initial result of 109.92 u/ml was generated; this sample was retested and generated a result of 24.08 u/ml. The patient was redrawn and retested on (B)(6) 2012: generating a result of 22 u/ml. There was no adverse impact to patient management reported. No additional patient information was provided.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.